Manufacturer narrative:
Visual analysis was performed on the returned product. The reported separation of the dc pod which may have contributed to deployment failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Because it was reported that deployment of the filter was met with resistance and force was applied to fully deploy the filter, it should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: ¿to reduce the potential for the liberation of emboli during lesion crossing, the system should be carefully manipulated and not advanced against resistance.¿ in this event, it could not be determined if using force to deploy the filter caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure may be the result of the separated distal shaft/dc pod. Although a definitive cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the heavily calcified and heavily tortuous anatomy, and during positioning, the material separation occurred resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 clarifier- excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the internal carotid artery with heavy calcification and heavy tortuosity. The small emboshield nav6 embolic protection system (eps) filter was loaded without issue. The delivery catheter was advanced to it's intended location; however deployment of the filter was met with resistance. Force was applied to fully deploy the filter; however the filter would not completely deploy. Therefore, the filter and delivery catheter were removed from the patient and the tip of the delivery catheter was noted to be broken in two pieces. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size device was used to complete the procedure. No additional information was provided.